Event description:
Upon opening the monomer, the vial shattered. There was no adverse consequence for the nurse handling the vial or the pt. There was also no delay in surgery or anethesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the root cause of the event can not be determined. The product was tested and found to be within specifications.